Event description:
According to the reporter: the surgeon tried to fire the gia. The device became faulty at 1cm and stopped cutting. It was removed and then tried a new reload from the same lot number and it failed to fire. Tried a new gun from the same lot number and reload failed again. A new lot number reload was then used and it worked. Pt is fine. However, needed to remove a small segment of small bowel before completing anastomosis.

Manufacturer narrative:
(B)(4).